Event description:
It was reported that the radiopaque tip appeared to be apart. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Two rotawire drive were selected for use. During procedure, it was noted that the proximal side of the tip radiopaque part was not separated but appeared to be apart. The device was replaced with another of the same, but the same event was observed. The procedure was continued and completed with another of the same device. No complications reported and there was no patient injury.

Event description:
It was reported that the radiopaque tip appeared to be apart. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Two rotawire drive were selected for use. During procedure, it was noted that the proximal side of the tip radiopaque part was not separated but appeared to be apart. The device was replaced with another of the same, but the same event was observed. The procedure was continued and completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Overall visual analysis did not identify failures or evidence that could be lost due to decontamination process. Visual and microscope inspection revealed that the spring tip was bent/kinked & stretched (unraveled). Analysis of the returned device confirmed the reported complaint.